Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced an ¿unable to proceed¿ alert on the insulin delivery device after having changed supplies the previous day. After dismissing the alert, the patient also received an additional pump alert. The patient reported significantly elevated glucose readings, with a continuous glucose monitor and fingerstick value reported as high. The patient was guided to restart the device, after which an occlusion alert occurred. The patient was asked to inspect the pump, infusion site, and tubing for any visible issues such as leaking or kinks, and none were observed. The patient was then walked through a full supply change following the occlusion alert. The patient mentioned being hospitalized at the time; however, this was reported to be unrelated to blood glucose levels. Based on the discussion, it appeared that the occlusion alert may have occurred earlier, as insulin delivery may not have been occurring for some time. The patient reported that blood glucose levels were affected, with a highest reported value of 487 mg/dl and remaining outside the target range for approximately two hours. No back-up insulin therapy was used, no ketone testing was performed, and there were no recent steroid injections. The patient did not receive professional medical intervention and did not require outside assistance. Reported symptoms during the event included stomach discomfort and dry mouth. The patient was using a cd infusion set with 23-inch tubing at the time blood glucose levels were affected. During follow-up, blood glucose levels were reported to be decreasing and later confirmed to have stabilized. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.